Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 1 year after six dental implants were installed in intraoral regions #6, #4, #2, #11, #13 and #15, their loss of osseointegration was observed. 40 ncm of primary stability was achieved and the implant was installed without immediately load. The patient bone type iii.